Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. Additionally, it was reported that an altitude alarm occurred. Customer's blood glucose level ranged between 180-600 mg/dl which was addressed by administering a manual injection. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.